Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
The fse that encountered the issue replaced the drive manifold. This corrected the issue. Functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications, returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) had a low vacuum. There was no patient involvement.